Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain patient information. Further information was requested but not received. The unique device identifier (UDI) is not provided because the lot number is unknown.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. The procedure was then aborted and no product was implanted in the patient.